Event description:
It was observed that during the device evaluation, the camera head exhibited puncture on the cable, poor color image, and a failed leak test. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that poor color image was due to faulty charge coupled device. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.